Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the pt experienced the ipg pocket site to become warm while attempting to recharge the device. Further follow-up indicated the issue was resolved with the replacement of the external device.